Event description:
It was reported on (B)(6) 2010 that there were telemetry issues with the implantable neurostimulator (ins). It was suspected, but not confirmed, that there had been an ins over discharger and it was recommended that physician mode recharge(s) be performed. It was further reported on (B)(6) 2010 that pt felt an overstimulation sensation, a shocking or jolting that made his legs shake. It also felt like something was "poking out" of his abdomen on the right where the device was implanted. These symptoms followed pt falling down 13 stairs about one months prior. It was reported the pt had had the ins turned off since 2005 but four days prior while sitting his device came on and did so periodically. Pt had been able to turn it down to 0 volts and off with the pt programmer but when it came back it was on high. It was further reported that pt had met with hcp and the device had bene programmed successfully. It was further reported that he had received medication in emergency room when the device had turned on and was so strong as to cause shaking in his legs. It was further reported that pt was moaning and unable to site due to increase in stimulus upon sitting or lying. Pt was able to disarm the device at home with a large magnet with instructions over the phone. It was further reported that pt had not had a problem with the device. It was reported, but not confirmed that "evidence that pt stimulator cut on due to fall."

Manufacturer narrative:
(B)(4).